Manufacturer narrative:
Results of investigation: analysis on the log file reveals that the root cause was most likely due to local elements as consequence of microscopic leakages due to insufficient glue sealing of the contact wire glue holes / possible hollows on the crossing of the cathode wire and the glue in the front area. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that 6 of their bellavista ventilators are experiencing "o2 out of range" messages after using 100% suction on patients. At this time, there is no information regarding patient harm and remedial action taken by the healthcare facility associated with the reported event.